Event description:
It was reported that a patient reused a cassette and solution bag which resulted in peritonitis. On the same day as the onset of peritonitis, the patient went to the hospital and received unspecified antibiotic therapy (further details unreported) for peritonitis. It is unknown if the patient was admitted. On an unreported date, dianeal therapies were temporarily discontinued for an unreported treatment and was scheduled to be resumed after recovery of the patient. The patient was retrained on proper aseptic technique. At the time of this report, the patient was recovered from peritonitis. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The reported event was related to a use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.